Manufacturer narrative:
This event cocnerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Report printing impossible. During one follow up the printing of ECG and tests reports were impossible. During the next follow up, the problem was not present anymore, whereas the same programmer was used.